Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and protruded/loose drive support disk.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error when he was doing an infusion set change. During the prime and rewind stage, the piston did not move and the insulin pump alarmed motor error. When the customer tried to complete the rewind sequence, the insulin pump alarmed motor error. Customer's blood glucose level was around 300 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.